Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging moisture was observed behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: a battery compartment crack was found below bumper pad. Base crack between case seal and keypad. Cover crack between corner of lens and case seal. Leak due to cracked pump case. Moisture inside all internal pump: on display, on transceiver and display boards. A dim, pink display was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.